Event description:
According to the reporter, during a laparoscopic gastric bypass, the device stopped firing while being applied on stomach. Just the first rows of staples were deployed into the tissue. There was a poor staple formation and the distal staple line was incomplete. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.